Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu lists the compatible guidewires that are to be used with the jetstream device. The guidewire that was used during this procedure was not a compatible guidewire. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. (B)(4).

Event description:
It was reported that the device became stuck on the wire. An 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure. Upon insertion, the device became harder to push as it was advanced through the unspecified sheath over the non-bsc wire. The device ultimately became impossible to push forward or pull off the wire. It was noted that the device was not at the apex of the sheath and bifurcation was not tight. The catheter and wire were removed as one system. The procedure was completed with a different catheter. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Updated age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the target lesion was located in the superficial femoral artery.